Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple electrical fault alarms. The controller was exchanged. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received additional devices such as the driveline and another controller. Updating b5: the electrical fault alarms was due to the contaminated driveline connector. Additional products: d1: heartware ventricular assist system ¿driveline d4: model #: 1104. Catalog #: 1104. Expiration date: 30-apr-2022. Serial #: (B)(6). UDI #: (B)(4). D6a: implanted date: (B)(6) 2021. D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 15-apr-2020. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: device code(s): a1801, a07. H6: FDA results code(s): d16. H6: FDA conclusion code(s): c21. D1: heartware ventricular assist system ¿ controller 2.0. D4: model #: 1420-controller. Catalog #: 1420-controller. Expiration date: 30-nov-2018. Serial #: (B)(6). UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 02-nov-2017. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: device code(s): a07. H6: FDA results code(s): d16. H6: FDA conclusion code(s): c21. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the electrical fault occurred again on the exchanged controller. A servicing repair was performed and revealed a contamination on the driveline connector which the rear phase b pin was completely blackened. The driveline remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: two controllers were returned for evaluation. One ventricular assist device (vad) was not returned for evaluation. A review of vad¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of a controller revealed contamination within the driveline connector port of the controller. During functional testing the controller triggered an electrical fault alarm. After the driveline connector port of the controller was replaced, the controller performed as intended. Failure analysis of another controller revealed that the unit passed functional testing. Visual inspection revealed contamination within the driveline connector port of the controller. Log file analysis associated with the controller revealed an electrical fault alarm logged on (B)(6) 2021 at 06:55:00 due to an open phase on the rear stator, causing the pump to run on a single stator (front sta tor only). A high watt alarm was subsequently logged at 06:55:02, likely due to the increased power consumption required to run on a single stator. Six additional electrical fault alarms have been logged between 07:18:57 and 10:48:08 due to an open phase on the rear stator. Log file analysis associated with the other controller revealed that four electrical fault alarms have been logged between 20:34:24 on (B)(6) 2021 and 09:43:59 on (B)(6) 2021. The electrical fault alarms were due to an open phase on the rear stator, causing the pump to run on a single stator (front stator only). On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed contamination within the driveline cable connector. A driveline cleaning procedure was performed to mitigate the reported conditions. As a result, the reported event was confirmed. Based on the available information, the reported electrical fault alarms event was likely caused by contamination/foreign material within the driveline connector. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.